Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited low sensing. The pace/sense portion of the rv lead was capped and a new pace/sense lead was placed. The high voltage portion of the rv lead remained in use. The rv lead was then explanted and replaced several years later. No patient complications have been reported as a result of this event.